Event description:
It was reported that during an afib procedure, after pulmonary vein isolation, the ezsteer catheter could not be deflected. The catheter was removed from the patient's body safely and was exchanged. The procedure was continued with the other ezsteer catheter. Following the roof isolation process and ablation of the mitral isthmus, the lateral movement of the catheter gradually deteriorated. The patient's blood pressure decreased when ablation at coronary sinus was delivered, and cardiac tamponade was noted. The blood pressure was recovered after pericardial drainage. The patient was transferred to ICU for follow-up. The physician commented that the left atrial appendage seemed to be punctured by the catheter or the wire, and not during the ablation.

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure, after pulmonary vein isolation, the ezsteer catheter could not be deflected. The catheter was removed from the patient's body safely and was exchanged. The procedure was continued with another ezsteer catheter. Following the roof isolation process and ablation of the mitral isthmus, the lateral movement of the catheter gradually deteriorated. The patient's blood pressure decreased when ablation at coronary sinus was delivered, and cardiac tamponade was noted. The physician commented that the left atrial appendage seemed to be punctured by the catheter or the wire, and not during the ablation. Two catheters were present in the event. Only 1 catheter was returned for analysis. The returned complaint device, which matches the lot number of the first catheter in use during the procedure, was evaluated for deflection characteristics. It was observed that this catheter has deflection problems and it was found the t-bar sliced down the lumen causing the catheter to not deflect properly. A corrective action has been opened to address and resolve the t-bar sliced down the lumen issue. The device history records (DHR) for both catheters' lot numbers were reviewed and no anomalies were found related to this failure mode. DHR review verified that the devices were manufactured in accordance with documented specification and procedures. The reported deflection condition was confirmed; the catheter in use when the tamponade occurred was not returned for analysis, therefore the relationship to the reported injury could not be confirmed.

Manufacturer narrative:
Two (2) catheters of the same type were involved in this case: lot # 15533877m (device will be returned for analysis); lot# 15577943m (device will not be returned for analysis). Investigation for catheter lot # 15533877m is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).